Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, when two (2) dyonics blades were attached to a shaver handpiece and rotated they made a strange noise. The procedure was successfully completed with a 45 minutes delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. Device 1 shows no damage to the device. Device 2 shows some deformation of the plastic hub, above the black rubber gasket of the inner shaft of the device. A functional assessment of the device found that both devices function as intended when connected to the reference unit. There were no unusual sounds. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.